Event description:
It was reported that this patient was scheduled for a magnetic resonance imaging (MRI) scan, and a device check revealed the right ventricular (rv) lead was programmed to unipolar due to high out-of-range bipolar pace impedance measurements greater than 2,000 ohms. A bipolar rv impedance measurement of 2,756 ohms was observed. Technical services (ts) discussed troubleshooting options, and recommended getting an updated MRI order if health care professional (hcp) wished to proceed with a MRI scan. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.